Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.

Event description:
Customer reported leaking at the upper fitment area during a remicade infusion. There was no pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.